Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/29/2025, a sales representative reported via (B)(4) that an ar-1510fl footprint femoral acl guide left appears bent at the tip, causing a bad trajectory due to the flip cutter firing incorrectly through the guide. The case was completed successfully. No pieces broke off inside the patient. This was discovered during an acl reconstruction procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device due to repetitive usage. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.